Event description:
Customer discovered that while ventilator was cycling on a pt, customer noticed that the expiratory valve was not opening. Ventilator was taken off pt, pt was bagged and ventilator was swapped out. Fse replaced the 1585+ 1586 was defective. Fse replaced the 1585 +1586, calibrated and functionally checked unit. Ventilator passed all test and was performing according to all manufacturers specifications. There was no pt injuries.